Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2007, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information later reported that the patient was having a lack of effect even though they had increased the patient¿s dose several times. On the date of the refill (B)(6)-2015, a dye study was also performed and they were unable to aspirate the catheter. There were no segments left in the intrathecal space not in use, as the intrathecal portion of the catheter was patent. Only the pump portion was revised. Per the reporter a segment of the pump portion was left in the patient as it had become stuck due to scar tissue. The patient¿s dose was decreased after the revision and they have doing much better since the revision.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the 8709sc catheter serial number (B)(4) revealed no significant anomaly, sc connector damaged at explant. Analysis of the 8709sc catheter serial number (B)(4) revealed no significant anomaly, miscellaneous acceptable testing, catheter incomplete/returned in segments.

Event description:
A catheter kink was reported. The patient had been receiving good therapy until about (B)(6). The patient had increased spasticity. The patient reported 2 dose increases in the last 8 weeks. At the refill on (B)(6), the patient had approximately 18 ml more in the reservoir than he should have. A revision was scheduled for the next day. During the revision the healthcare provider (hcp) replaced the pump segment. Upon cutting the catheter distal to the anchor, there was good csf flow. The reporter did not know which (B)(4) catheter was partially removed. The hcp revised the pump segment and an (B)(4) pump segment replaced the previous catheter pump segment. Following the revision the patient¿s simple continuous dose was decreased to 50 mcg/day. The patient status at the time of the report was indicated alive, no injury. The pump was used to deliver gablofen. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.